Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer reverted to an alternate method of insulin therapy to address the bg. Reportedly, the customer was not using room temperature insulin to fill the cartridge or performing the air removal step. The customer performed a supply change to resolve the issue and resumed insulin therapy successfully.